Event description:
The customer reported that they have a v60, and it had a blank screen with white lettering. It is not known what the lettering displayed. The customer reported that the unit was not in use on a patient. The customer contacted product support and biomed verified there was a code 1009 in the significate log. Customer replaced a speaker last month. He is not in the biomed shop and was unable to get a circuit or test adapter to see if the proximal and main tubing were reversed. He will email back after testing the unit. Recommended testing: verify the proximal and machine tubing connections, verify the pressures and flows, replace the da pcba, and replace the mc pcba. The product support spoke to the customer and he stated the unit is operating fine. He claims the proximal and main tubing was connected properly. He talked to another technician at his shop, and they stated that reconnecting the display cable from the ui pcba to the pm pcba solved the issue. The unit will be tested and returned for patient use. Further information is pending.

Manufacturer narrative:
The product support advised that reconnecting the display cable from the ui pcba to the pm pcba would solve the issue. Attempts were made to follow up on the device's operational status, but no further details have been received.